Event description:
It is reported that the valve was implanted in 2001. Pt reverted to original condition of confusion and multi-stepped gait. Valve pressure was adjusted eight times. Surgeon believed valve may have failed and the device was explanted in 2002.